Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for no delivery and for a motor error. The blood glucose reading was 497 mg/dl. The motor error alarm had occurred during the prime. The insulin pump had not been exposed to a strong magnetic field or MRI. Nothing further was reported.